Event description:
The customer reported that the defibrillator was not working on battery mode. The system did not turn on while disconnected to ac power mains. There was no reported patient involvement/adverse patient impact.